Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was experiencing power loss. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing power loss. The field service engineer found that the station was functional but detected a power loss when touched the power cable. The power cable and power plug were switched to resolve the issue. Upon logging in, the station lost power again. The power supply was replaced, and the drawers were tested. The system functioned as intended after the field service engineer repaired the device.